Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90-99% stenosed target lesion was in-stent restenosis of an unknown bare metal stent and was located in moderately calcified and moderately tortuous left anterior descending artery. The 20mm x 3.50mm maverick 2 monorail balloon ruptured upon the 1st inflation at 8atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).